Event description:
It was reported that patient presented to the clinic for routine follow-up show a decreasing trend in both pacing and high voltage lead impedance values. No externalized conductors were observed through diagnostic imaging. Patient will be followed up routinely. Device remains implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 12.4-12.8cm, 13.8-14.0cm, and 14.1-14.3cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 32.8-34.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
New information received notes that the lead was extracted and replaced with a competitive lead. Patient was stable both during and post-procedure.